Manufacturer narrative:
The returned device was evaluated and a bend was noted on the exposed portion of the cannula. It is unclear when it occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a bent cannula, or a failure of the pod to deliver insulin. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 338mg/dl while wearing the pod on her arm for between 1 and 4 hours. She stated that the cannula appeared a little bent when the pod was removed. Treatment included bolusing (unknown amounts), changing the pod, and bolusing with the new pod. The patient's blood glucose history is as follows: (B)(6).